Manufacturer narrative:
Correction to the initial report: the customer¿s experience of guardrails editor not preventing incorrect programming was not confirmed. The incorrect rate was never specified by the customer. The root cause of the overinfusion was user programming (custom concentration).

Event description:
The customer reported that on (B)(6) 2017 at 1330 a primary infusion of fentanyl was programmed with the intended parameters of 25 mcg/hr (0.5 ml/hr), 100 ml bag with concentration of 50 mcg/ml. Approximately 2 hours after the infusion started the user noticed the entire bag was emptied and called pharmacy to request a new bag. The pharmacist questioned the need for an additional bag as the first one should have lasted much longer, and suspected the medication was programmed at an incorrect rate and the guardrails¿ editor did not prevent the incorrect programming. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of fentanyl infusing faster than expected was confirmed. The pcu event log shows that at 1:03 pm on (B)(6) 2017 the device was programmed to infuse a custom concentration infusion of 50mcg/100ml fentanyl weight based dosing (concentration 0.5mcg/ml) through guardrails. The rate was entered as 5ml/hr which made the dose 0.0234mcg/kg/hr. The user started the infusion and selected yes to the guardrails warning ¿dose is below guardrails limit of 0.5mcg/kg/hr. Proceed?¿ at 1:05 pm, the user changed the dose to 0.5mcg/kg/hr, which made the rate 107ml/hr. At 2:00 pm the device was channeled off following an air in line alarm. At 2:14 pm the user restored the previous infusion and changed the drug amount to 5000mcg, which made the concentration 50mcg/ml. The user started the infusion and selected no to the guardrails warning ¿dose exceeds guardrails limit of 2mcg/kg/hr. Proceed?¿ the user then changed the dose to 1mcg/kg/hr which made the rate 2.14ml/hr. At 2:17 pm the device was channeled off. The root cause of the fentanyl infusing faster than expected was identified as user programming with the user selecting an incorrect concentration and incorrect rate, followed by an incorrect dose. After the concentration was corrected a different incorrect dose was selected. Devices not received, log review only.

Event description:
The customer reported that on (B)(6)2017 at 1330 a primary infusion of fentanyl was programmed with the intended parameters of 25 mcg/hr (0.5 ml/hr), 100 ml bag with concentration of 50 mcg/ml. Approximately 2 hours after the infusion started the user noticed the entire bag was emptied and called pharmacy to request a new bag. The pharmacist questioned the need for an additional bag as the first one should have lasted much longer, and suspected the medication was programmed at an incorrect rate and the guardrails¿ editor did not prevent the incorrect programming. There was no report of patient harm.